Event description:
A healthcare worker experienced a burn to the base of the finger, right thumb and wrist while working with a completed load. The worker sought medical attention and was prescribed a burn ointment. The symptoms resolved in one day. It was reported that the vaporizer plate was in place.